Event description:
Report received from the USA stating that the device "motor lost ability to grab burr". The device was being used during surgery. There was no pt/user injury or medical intervention reported. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. During service, the device's pre-repair diagnostic assessment noted "could not insert cutter." If add'l info becomes available, a supplemental report will be submitted. (B)(4).